Event description:
Manfuacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with volista standop surgical light. The paint was peeling from the device and corrosion has occurred. There was no injury reported. We decided to report the issue in abundance of caution as any paint or rust particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification, since paint peeling and corrosion could be considered as technical deficiency, and in this way device contributed to event. We have not received information whether the device was being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. In this case corrosion is due to paint chipping. To prevent any similar incident, it is recommended to avoid the collisions between devices. Maquet sas recommends to perform visual inspections during the cleaning. It allows to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chips can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. We believe that all remaining devices are performing correctly in the market. Given the circumstances and after our review of complaint ratio behavior of this nature, we shall continue to monitor for any further events of this nature and do not propose any further action at this time

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The correction of d4 catalog # and h4 device manufacture date deems required. This is based on internal evaluation. D4 catalog #: previous: 568821911 corrected: ardvst229008a h4 device manufacture date: previous: 03/21/2016 corrected: 03/22/2016

Event description:
Manfuacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 28th april, 2021 getinge became aware of an issue with volista standop surgical light. The paint was peeling from the device and corrosion has occurred. There was no injury reported. We decided to report the issue in abundance of caution as any paint or rust particles falling off into sterile field or during procedure may cause contamination.